Event description:
Ous MDR - it was reported that the lead was replaced 17 days after implantation. The pacing threshold was too high (>5 v/1.5 ms), and vacillations of the impedance were observed. There were no adverse patient events reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be conforming to specifications and without defects. In summary, there were no indications of material defects or manufacturing errors.